Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing, the pump was found to have a slightly bubbled downstream occlusion (dso) seal. Additionally, the pump recorded error code 46440, that pointed to a faulty dso sensor. The customer problem was duplicated. Service history review identified there was an indication that the complaint may be related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso sensor, and dso bezel.

Event description:
It was reported that the pump did not detect the cassettes. The problems were found when the device was returned to the site during the usual restocking checks and annual preventive maintenance. There was unknown patient involvement reported.